Event description:
It was reported that the pump battery could not be charged and that the usb cable was not fitting correctly. Customer¿s blood glucose level was 244 mg/dl. The customer reverted to multiple dose injection for insulin therapy and a replacement pump was sent.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.